Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft, while suturing using a running stitch, the surgeon snatched the needle and broke the suture when finished suturing and the needle broke in the needle driver. Nothing was done to complete the case. There was no patient injury.